Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2021-01806 to correct the date of g4. Olympus conducted document review of this event on (B)(6) 2021. Olympus noticed the date of g4 for the initial report was not january 5, 2021 but december 15, 2020. So g4 is corrected to december 15, 2020.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 15-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and could duplicate the user¿s report. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. As 15 years or more has passed since the manufacture date of the device, omsc surmised that the reported phenomenon was occurred due to there was the failure of the electrical connection of the device temporarily by aging degradation or other.

Event description:
Olympus medical systems corp. (Omsc) informed from the facility that in unspecified timing sometimes the device could not be turned the power on. Other detailed information was not provided. There was no report of patient injury associated with the event.